Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated the end user alleges that when folding the chair up the right cross brace broke from the weld. Dealer stated the end user was not in the chair at the time, no injuries.